Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who sent the patient to the emergency room for a redraw. The original sample was repeated twice, resulting low on the first repeat and higher on the second. The redraw sample was tested on the same instrument, matching the original¿s second repeat. The redraw sample was confirmed on an alternate instrument, but results were not provided. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all integrated multisensor technology (imt) tubing, waste tubing and diluent and salt bridge tubing and flush solenoid. The cse also replaced the imt sensor. Quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na and cl results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.